Event description:
Elderly female with history of hypertension, mild mitral regurgitation and recent dyspnea. Procedure: left heart catheterization. The delivery system continued to get stuck- saline used for lubricant for deployment. No known harm to patient. Manufacturer response for vascade 6/7f, vascade vcs (per site reporter), will obtain.